Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The official cause of death was stated to be natural causes. The caller stated that the cause of death was not diabetes related. The caller did not know the customer's blood glucose at the time of death. The customer's last recorded blood glucose value was 111 mg/dl on (B)(6) 2015 at 6:30 am. The customer was wearing the insulin pump at the time of death. The caller was not using sensors. The caller declined returning the insulin pump at this time. The caller was unable to upload to carelink because they did not have internet connection.